Manufacturer narrative:
Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. The patient went for a 2-hour run while the sensor was warming up. After the sensor had warmed up it showed low readings and the patient drank soda but the sensor reading kept getting lower and lower. He checked himself into a hospital emergency room (ER) to get a fingerstick blood glucose (bg) check as a precaution as he did not have his bg meter with him. At the ER the first readings were a cgm of 66 mg/dl and a bg value of 222 mg/dl. Thirty minutes later the cgm was at 70 mg/dl and the bg was 252 mg/dl. They tried to calibrate the dexcom using the 252 mg/dl bg value but got a calibration error. The patient was given novolog insulin. An hour later the cgm was reading 336 mg/dl and the bg was 236 mg/dl. The sensor and transmitter were removed and discarded. At the time of the report he was feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.